Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a vns patient developed twiddler¿s syndrome and the generator site presents edema and possible infection. The patient was scheduled for revision surgery. Impedance was within normal limits. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date. No known surgery has occurred to-date.